Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI#: no UDI number.

Event description:
It was reported the device's capacitor from the board was corroded and fell off. No patient injury was reported.

Manufacturer narrative:
H6: evaluation codes: updated. H10 device evaluation: one warmer device was received for investigation. During visual inspection the device was observed to have exterior damage and corrosion on the drain fitting. The reported issue was confirmed during inspection of the device electronics, and the capacitor of the printed circuit board was observed to be loose. The condition of the circuit board was consistent with an overvoltage of the component, but no root cause could be established. As no manufacturing root cause could be found, no review of manufacturing device history record was conducted. A review of the device service history indicates the device had not received service in the last 12 months. The device was deemed beyond economical repair and will be scrapped.